Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: promus element plus,mr,ous 3.00x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the eight and ninth most proximal stent strut rows; struts were lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found a mid-shaft kink, 10 mm distal from the proximal balloon bond. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 25-may-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.00x38mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 3.0x38mm non bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.